Event description:
Voluntary recall by smith & nephew of oxinium femoral component. Company notified dr to watch for signs and symptoms. Pt came to dr's office complaining of pain in knee. Dr explained voluntary recall. Pt decided to have implant replaced. Original implant was in 2003. Tibial bearing removed & replaced also.